Event description:
Baxter affiliate reports one incident of a pt death occurring suddenly after the dialysis session (number of hours unknown). No further info available.

Event description:
Pt had schizophrenia and lost contact with the facility for two days. Pt returned to the hosp emergent and subsequently expired.